Manufacturer narrative:
(B)(4). Rotaflow console (rfc) serial number (B)(4) was returned to maquet (B)(4) (manufacturer) for further evaluation. A request analysis report was started on 06/04/2012 for the evaluation of the unit. Per the request analysis report, the rfc was set-up and operated with two different hl20 console, for one week per hl20 console. The rfc was operated in arterial mode on both hl 20 consoles. During the testing period, the revolutions per minutes (rpm) was changed several times a day (excluding weekends) between 500 and 4000 rpms. No communication error occurred during the two weeks of testing. Therefore, it was concluded that the error could not be reproduced and the rfc could be returned to the customer. Reference: complaint (B)(4).

Event description:
On (B)(6) 2011,it was reported to the maquet sales and service unit (ssu) that a "no communication" error was received on a rotaflow console serial number (B)(4). This error caused the rotaflow to shutdown while in arterial mode. At the time of the event, the rotaflow console was in-use with hl20 serial number (B)(4). The rotaflow was taken out of service but the hl20 remained in service. Reference: complaint (B)(4).